Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process and basal delivery. There was no impact to the customer's blood glucose. Reportedly the customer would contact their healthcare provider to obtain alternate insulin therapy